Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip for the insertion in the aquafil foley catheter was misshaped, so it could not be used.

Event description:
It was reported that the tip for the insertion in the aquafil foley catheter was misshaped, so it could not be used. Per follow up information received via ibc on 22aug2022, it was stated that the product was not used on the patient. Per follow up information received via ibc on 02sep2022, it was stated that the top of the catheter was misshapen, the eyelet was not fully open and the tip was bent.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, photo samples were submitted. The catheter was observed to be deformed around the drainage eyes. A potential root cause for this event could be, "operator error" according to the risk management file, however, based on the evaluation there is not enough information to confirm this as the specific cause. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. Photo samples were submitted. A potential root cause for this event could be, "operator error" according to the risk management file, however, based on the evaluation there is not enough information to confirm this as the specific cause. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip for the insertion in the aquafil foley catheter was misshaped, so it could not be used. Per follow up information received via ibc on 22aug2022, it was stated that the product was not used on the patient. Per follow up information received via ibc on 02sep2022, it was stated that the top of the catheter was misshapen, the eyelet was not fully open and the tip was bent.